Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a post-implant check, this right ventricular (rv) lead was found to be exhibiting loss of capture at 7.5v at 2ms. The lead appeared to be in the same position, but the physician suspected the lead had micro-dislodged. The rv lead was explanted and replaced. No additional adverse patient effects were reported.